Event description:
It was reported that the pacemaker site was found to be infected. The infection was identified via redness and swelling of the implant area. The pacemaker was explanted. The patient was stable. Further information was requested, but not available.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker site was found to be infected. The infection was identified via redness and swelling of the implant area. The pacemaker was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested, but not available.